Event description:
The pt reportedly experienced sound quality issue with his device. External equipment was exchanged. However, the reported problem was not resolved. A decision was made by the center to explant the pt's device. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.